Manufacturer narrative:
The caller's last name was not obtained. It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 5.7 inr and 4.1 inr on the coaguchek xs system. The patient's coumadin dose was held based on the reported results. No adverse event reported. Requested return of suspect system; replacement was sent.

Manufacturer narrative:
The caller's last name was not obtained. It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because the test strips were expired when the device was received for investigation.